Event description:
Report received from the USA stating that the device had a bent tip. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "bent tip" was confirmed. The neuro-tip was found damaged during the pre-repair diagnostic assessment. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).